Event description:
It was reported that during insertion of catheter and tunneler the device was allegedly blocked. It was further reported that upon removing the tunneler it was broken into two pieces. Reportedly, the patient experienced significant pain, compression bandage, and the procedure was not completed, however, no medical treatment or intervention was reported. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: per the lot history review, this is the first complaint reported for this lot number and general issue to date. Based upon the severity level and lot quantity, a DHR review is not required. However, the DHR was requested to review manufacturing records. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: one guidewire inserted into introducer needle was returned for evaluation. Gross visual and microscopic visual evaluations were performed. The investigation is confirmed for frayed guidewire, as gross visual evaluation found both inner wires unraveled at the distal end of the device. The coil was also not aligned with the inner wires at the distal end of the device. Additionally, the introducer needle just distal to the pink hub was bent and the hub was cracked. The definitive root cause could not be determined based upon available information. It is unknown if procedural issues contributed to the frayed guidewire. Removal of the guidewire may have contributed to the bent introducer needle and cracked hub. (Expiration date: 06/2020). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during insertion of catheter and tunneler the device was allegedly blocked. It was further reported that upon removing the tunneler it was broken into two pieces. It was further reported the patient experienced significant pain, compression bandage, and the procedure was not completed, however, no medical treatment or intervention was reported. There was no reported patient injury.